Manufacturer narrative:
It was reported that the measured flow values were inaccurate compared to a reference flow meter. The failure occurred during maintenance. Another flow sensor was used which showed correct values. No harm to any person has been reported. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The flow/bubble sensor will be replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be identified. Since the affected sensor was manufactured in 2010, the most probable root cause could be determined as age related wear and tear. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor defective / disturbed. Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2024-03-27 for the period of 2010-12-06 to 2024-03-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-06. Based on the results the reported failure "flow values inaccurate" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The flow/bubble sensor will be replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the measured flow values were inaccurate compared to a reference flow meter. Another flow sensor was used which showed correct values. No harm to any person has been reported. Complaint ID: (B)(4).